Manufacturer narrative:
(B)(4): the device reported, list number m771 is an abbott product that is marketed internationally which is the same or similar to a device, list number 55239, that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required info from the source.

Event description:
The complainant reported an over-delivery. The intended delivery amount was 90 ml over 3 hours at a rate of 30 ml per hour; however, it was delivered in 1 hour and 20 mins.